Event description:
Health professional reported: "the band does not fit, there is a leakage in the access port. The location of the leakage was noted at the port tubing/connector. The access port was removed and replaced with an access port kit 9.75 and 10cm, b-20101. The explanted device will not be returned.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the rptr. Based upon the serial number and the implant date provided the connector type is assumed to be a taper I. The rptr discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Further info from the rptr regarding the explant date has been requested. The reported implant date was three months prior to the manufacture date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."